Event description:
It was reported that a user of the ilet experienced hyperglycemia after dinner with a sensor reading of 300 mg/dl. The infusion set had been changed earlier, glucose had been trending down, and the caregiver intentionally announced a smaller-than-usual meal to alter the insulin dose, after which guidance was provided not to do so. Symptoms included hyperglycemia without reported associated signs. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to improper or incorrect procedure or method, with relevance to the device user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.